Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# v565966 serial# implanted: (B)(6) 2010 explanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 27-oct-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient (pt) is needing MRI. Caller noted that during a replacement procedure on (B)(6) 2021 the lead broke when hcp was trying to explant it and the lead tip was left implanted. Caller inquiring if pt is eligible for MRI - tss redirected to hcp to confirm eligibility of fragment.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# v565966 serial# implanted: (B)(6) 2010explanted: (B)(6) 2021 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that removal of electrode.